Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer's insulin pump alarmed with no delivery during a bolus attempt. The customer had changed out his site before bolusing and still received the no delivery alarm. The patient's blood glucose at the time of incident was 425 mg/dl, which the patient had treated with a manual insulin injection. Troubleshooting was initiated and the customer successfully ran a prime through the tubing. The customer stated that she did not previously hear a click upon connecting the reservoir, but this time she heard the reservoir click into place. Troubleshooting for the hyperglycemia was declined. No products were returned or replaced.